Event description:
It was reported that during the attempted lead revision the right ventricular (rv) lead was removed from the introducer due to a sub clavian obstruction. Upon removal of the lead, there was visible damage to the coils. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6921l implantable tachy lead (B)(6) 1992; 6917a-53t implantable pacing lead (B)(6) 1992; 6917a-53t implantable pacing lead (B)(6) 1992; 6707-15 crdm adapter (B)(6) 2013; 6707-15 crdm adapter (B)(6)2013; 5866-24m crdm adapter (B)(6) 2013.(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.